Manufacturer narrative:
H3: the positioning sensor unit (psu) was returned to the manufacturer for analysis. The psu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: sn: (B)(4), ubd:, UDI#. The manufacturer representative went to the site to test the navigation system. The camera led shows permanent green and amber s tatus. The camera was replaced, the new camera shows the same status. The green and amber led were permanently lit. There were no issues. The navigation system camera status shows the message "scu connection failure". A new camera was not needed. System checkout performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure during a system checkout that the camera amber led light were on. The manufacturer representative noticed that both led´s light were on the camera. The green power led and the amber led lights up all time. Troubleshooting was performed and the camera was working, no issue on navigation accuracy during system checkout. The next step was to replace the camera. No patient was present at the time of the event. Additional information was received stating that the probable cause of the reported issue was that the camera status shows. "Scu connection failure". No failure, test with new camera shows same status message.